Manufacturer narrative:
It was inadvertently reported as "(B)(4) - adverse event without identified device or use problem" in the initial report. The correct code is mentioned in the additional report-1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision on (B)(6) 2019 for new pain the physician was unable to place the new lead due to patient¿s anatomy. As such, the physician abandoned the implant procedure. New lead may be implanted at a later date. However, no intervention is planned at the moment.